Event description:
A customer contacted beckman coulter inc (bci) regarding discrepant negative (-) urine test results from the icon 25 hcg test kit. A urine sample gave a negative (-) result when it was tested with the icon 25 hcg test kit. Patient insisted she is pregnant and testing was repeated using a 2nd icon 25 hcg device and a faint positive (+) result was obtained. No information on whether the 2nd test was from same urine sample or new void. A quantitative test was performed on a serum sample and a result of 300,000miu/ml was obtained. No injury has been reported in connection to this event.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter inc (bci) using controls and low (34miu) and high (390,200miu) quantitative positive clinical urine samples. Product and sample was not submitted to bci for verification. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.